Manufacturer narrative:
The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR.

Event description:
A female patient reported that she has been diagnosed with acanthamoeba keratitis while including complete moistureplus in her lens care regimen. Patient's initial symptoms of irritated, itchy, burning, photophobic and painful eye began in 2007. Her optometrist initially diagnosed symptoms as a slight scratch and prescribed vigamox. After several weeks, the patient's symptoms were not improving; the doctor diagnosed herpetic keratitis. Seven weeks after initial onset, the patient continued to experience symptoms and was referred to a corneal specialist. Amo received information from the patient's ophthalmologist confirming her condition as acanthamoeba keratitis. She is currently being treated with brolene, chlorhexadine and baquasil. In reviewing the patient's contact lens regimen, it was noted that stores her lenses in a green and white lens case (non-amo) and rinses the lens case with water or saline every week. We are attempting to obtain further information from the patient and attending ophthalmologist.